Manufacturer narrative:
(B)(4). Report source - foreign, (B)(6). Concomitant medical products: articulating surface, pn: 42532007101, ln: 62892270; tibial baseplate component, pn: 42532007101, ln: 62892270. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision surgery approximately 3 years post initial surgery due to pain and heterotopic ossification on the femur. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of case report form received. The cfr states that the patient experienced pain and heterotopic ossification post operation. The patient had left knee resection of the external quarter of the patella due to conflict between the femur & patella. Patient continues to report mild to moderate pain approximately 1 year post patella procedure. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.